Event description:
It was reported that the hospital experienced issues with not being able to aspirate while using the 6 fr edi catheters. There was no information of a specific event and no patient harm was stated. (B)(4).

Manufacturer narrative:
Further information has been sought. A supplemental medwatch will be submitted when the investigation is completed. (B)(4).